Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon evaluation, the u13 component was shorted and there was contamination on the battery board. The cause of the inability to power on is the shorted u13 component. The cause of the shorted component is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The patient received a replacement charger/modem.

Event description:
A (B)(6) male contacted zoll customer support to report that the charger/modem would not power on. The patient was issued a replacement charger/modem.